Event description:
The customer reports the adapter fell out of the patient's catheter; the parents of the patient re-connected the adapter to the catheter. Patient developed peritonitis and required antibiotics.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.